Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal power monitor (upm) was analyzed and failure analysis (fa) investigation could not replicate the customer reported complaint. In-house fa installed and tested the upm on the printed circuit assembly (pca) test system. The board was configured and programmed without issue. The system started up without any error. The upm ran 20 power cycles with this part, and all passed. All the gantry motors were moved the full range of motion without any issue. The battery was checked and passed. The upm remained on the test for 2 hours in normal operation while testing other parts, and it performed without any error.

Event description:
It was reported that during a da vinci-assisted recipient transplant surgical procedure, the system had an error 861 reported single time during troubleshooting. The reported issue was resolved after power cycle. The procedure was converted to open with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The customer disabled the usm1 to resolve the issue and the system was functional with three arms. The procedure was a robotic recipient transplant. The significance of functioning all 4 arms was very high to ensure efficient handling, manipulation of the transplant kidney and for proper approximation during micro suturing, therefore the customer switched to open surgery. There was no intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power (upm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding repeated errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.